Event description:
Event description guidant received information that although this patient's pacemaker was programmed aai with a lower rate limit of 60 pulses per minute (ppm), the pacing rate was observed to be 40 ppm. Upon review of rhythm strips obtained from holter monitoring, the atrial lead appeared to be oversensing electrical signals.